Event description:
This facility has had seven spacelabs medical model 90385 (ucw) monitors break at the swivel base. The monitor uses a "ball and socket" arrangement for movement. The breaks have been of several varieties. Either the "ball" section has broken, the slide mechanism has broken, or the plastic stud that holds the "ball" in the "socket" has broken off.